Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated that patient received the following results on compact plus system compared to a professional meter within 10 minutes: 23 mg/dl (compact plus system) and "140's" mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.